Event description:
Reporter states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Patient was treated with a 5mg tablet of vitamin k and her coumadin was held based on the meter results as the lab result was not returned until the next day. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.